Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). A livanova service engineer inspected the device and identified the measurement bridge as being defective. The faulty component has been replaced and subsequent functional test was performed successfully. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that the s5 gas blender system displayed an error message and the airflow values were out of tolerance during maintenance. There was no patient involvement.